Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. The customer was asleep at the time of the low bg and they did not address the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.